Event description:
Pt had a ventricular electrode implanted 6/27/90 along with another model. Since that time she developed intermittent and then subsequently chronic atrial fibrillation. Recently she has had intermittent syncopal attacks. The ventricular electrode had a resistance of less than 250 ohms. On 7/16/96 both the atrial and ventricular electrodes were explanted and a new ventricular electrode was inserted along with a pulse generator.